Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 1/7/2025, it was reported by a sales representative via email that the fibertak devices from two ar-8988-cp fiberlock suspension system bent. The case was completed using a third ar-8988-cp fiberlock suspension system. This was discovered during a procedure on (B)(6) 2025. Additional information received on 1/16/2025: this was discovered during a cmc suspension plasty with trapeziectomy procedure. Both fibertaks from the kit bent during insertion. Nothing broke in the patient; the anchors were removed. The case was completed using the rest of the faulty kits and an additional ar-8988-cp fiberlock suspension system. The case was delayed only a few minutes, and anesthesia was administered for the added time.

Manufacturer narrative:
Additional information: g3, h3, h6. The complaint device was not received for evaluation. Based on the information provided, which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude the most likely cause. The most likely cause of the reported failure is user error, which may include improper bone preparation, misaligned insertion, and/or the use of excessive force. The complaint allegation was not confirmed. No evidence of the failure was received.